Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 synchron chemistry analyzer generated false high potassium (k), carbon dioxide (co2), and calcium (ca) results for two (2) patient samples. The false results were not reported out of the laboratory. The customer observed a "ratio pump homing error" message on the screen. The samples were repeated on an alternate instrument and those results were reported as they were within normal range. Patient treatment was not impacted from this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within lab-established ranges. The samples were collected in plasma and serum separator tubes, analyzed as a fresh sample, and centrifuged at 3500 rpm for 6 minutes, at room temperature. Bec customer technical support (cts) assisted the customer with troubleshooting via telephone and determined that line #13 was disconnected from the ratio pump. There was not leak observed. Reattaching the line resolved the issue and service was not initiated. It is unknown how the line became disconnected.